Manufacturer narrative:
The last calibration performed on 28-apr-2023 was acceptable. Quality controls were within the acceptable range. Upon review of the alarm trace, no relevant alarm was observed. The field service engineer checked the instrument and verified sample and reagent probe adjustments, water adjustments, rinse head mechanism levels, and rinse station levels. The customer ran calibration and quality controls with acceptable results. After service, no issues were reported by the customer. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results for two patient samples tested with the a1cx3 (tina-quant hemoglobin a1cdx gen.3) assay on a cobas c 503 analytical unit. The initial results were reported outside of the laboratory and questioned as they did not agree with the clinical status of the patients. Patient 1: on (B)(6) 2023, a sample from patient 1 was tested, resulting in a value of 11.7 %. A second sample collected from patient 1 was tested, resulting in a value of 5.1 %. Patient 2: on (B)(6) 2023, a sample from patient 2 was tested, resulting in a value of 8.3 %. A second sample collected from patient 2 was tested, resulting in a value of 5.7 %. The reagent lot was 671196 with an expiration date of 31-jan-2024.